Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Customer's blood glucose level was not impacted. Troubleshooting was declined by the customer therefore no additional information was obtained.